Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient complained of pain. The right ventricular (rv) lead exhibited high pacing thresholds. The rv lead dislodged and perforated. The helix was found in the pericardium, it was confirmed via ultrasound. The rv lead was explanted. No additional adverse patient effects were reported.